Manufacturer narrative:
The manufacturer¿s international service technician was unable to duplicate the reported issue, but the occurrence of 111e (cpu pcba adc failed) was confirmed in the diagnostic event log. The international service technician replaced the cpu board to prevent recurrence.

Event description:
The international customer reported the v60 unit displayed check vent cpu pcba adc (central processing unit printed circuit board analog-to-digital converters) failed alarm occurred. Unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The cpu board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in a test ventilator in an attempt to duplicate the reported problem of cpu pcba adc failed. The cpu board was tested and no failures were identified. The root cause for the customer's complaint could not be identified.